Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted in the abdomen on (B)(6) 2017. The patient stated that the sensor is switched from the left to the right side of the abdomen, approximately 2-3 inches from the belly button. The skin reaction extended around the sensor adhesive patch. Patient removed sensor on (B)(6) 2017 due to end of sensor session and noticing skin irritation. The affected area was treated with triamcinolone 1%, which was prescribed on (B)(6) 2017, for a previous reaction. Additionally, patient stated that during each sensor application, their insulin pump is used on the opposite side of the sensor. The patient stated that there are no tattoos or scarring at the affected area. At the time of contact the patient was still experiencing skin irritation and stated that the reaction is continuing. No additional event or patient information is available.